Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not allow any programming. It was indicated that the ring was bent. This part was replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator remains "at zero" and would not allow any programming. The epg was returned for service. No patient complications have been reported as a result of this event.